Manufacturer narrative:
The root cause of this complaint was not determined; however, the most probable root cause of the reported loosening on the femoral modular collar stem is an incorrect selection by the surgeon during the primary surgery.

Event description:
It was reported by (B)(6), an onkos sales representative, that a 77-year-old male patient with a eleos distal femur replacement underwent revision surgery due to loosening of the femoral stem. The revision was performed by doctor (B)(6) on (B)(6) 2024.